Event description:
This is a verbatim report as received by (B)(4): this spontaneous case was received on (B)(6) 2013 from a female pt. The pt contacted sinclair is pharma on thursday (B)(6) 2013, for an adverse event which the pt experienced following sculptra treatment 3.5 years ago. The pt was contacted to obtain the following info. The pt's medical history and concomitant medications were not reported. On an unk date the pt received treatment with sculptra (poly-l-lactic-acid) once to the cheeks and jaw area by a physician. As reported, the pt experienced a severe reaction to the product resulting in numerous lumps in the facial area on an unk date. The pt has undergone several procedures during the past 3.5 years including surgery to remove 5 lumps, the largest from the mouth. Sometime in 2012, the pt also received skin abrasion and laser treatment to remove further nodules. Pt reported to have spent in excess of 15,000 pound on remedial work to correct the various problems. The most recent procedure being a face lift. No other info is available. For reference purposes only, the following tracking number has been assigned: (B)(4). This case was received by sinclair pharma on (B)(4) 2013 and was forwarded) on (B)(4)2013.

Manufacturer narrative:
Pharmacovigilance comment: injection site lumps assessed as serious and possibly related to sculptra.